Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system prompted a localizer faulted message while setting up for surgery. The medtronic representative (rep) swapped out the electromagnetic (em) interface and the message resolved. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6), ubd: , UDI #: work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the em (electromagnetic) interface was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. Analysis was also performed. It was reported that the returned em interface faulted immediately when plugged into the lat station. The cable was also found to be damaged and the lemo out of round. Codes b01, c02 and d02 are also applicable to this analysis. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.